Event description:
The customer reported to olympus that the gastrointestinal videoscope is displaying error 243 (an endoscopic image is not changed from magnification/near point to normal). The device was returned for evaluation. During the device evaluation, the air/water tube and air/water cylinder has foreign objects was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunctions documented in b5, the other evaluation findings are as follows: the grip is shaved; the switch box has a scratch; the grip packing ring is loose; the plug unit is damaged; the objective lens has a scratch; the connecting tube has a scratch; due to burn on the plastic distal end cover, insulation resistance value at the distal end does not meet the standard value; due to wear of angle wire, the bending angle in the down direction does not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to d9 information added to the field: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The events can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.